Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# j0340359v, implanted: (B)(6) 2004, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# unknown, product type: lead. (B)(4). Analysis of the lead (l/n (B)(4)), found the conductor was broken. Unknown conductor was broken 16.7 cm from the distal end. # 0 and # 2 conductors were broken 12.3 cm from the distal end. (B)(4).

Event description:
The implantable neurostimulator (ins), leads and extensions were returned to the manufacturer. Return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The device underwent routine analysis. Further follow-up is being conducted to obtain additional details surrounding the event. If additional information is received, a follow-up report will be sent.